Event description:
The customer reported the vascular/cine modes would not perform correctly. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine bridge, cine backplane and cine drive. The system operates as intended.